Event description:
It was reported that the pt fell and cracked his head a year and a half ago and had increased seizures since then. No x-rays were taken of the device after the fall. Pt has not been seen in a year and a half as he lives in a rural area and does not have easy access to his neurologist. Pt also reported having "weird" taste in his mouth. Attempts for further info have been unsuccessful to date.